Event description:
The customer reported an erroneously low ferritin result below the normal reference was generated on a unicel dxl800 access immunoassay system on (B)(6) 2011 for one patient sample. No system error messages were associated with this result. The erroneous result was not reported out of the lab and there was no death, injury or change to patient treatment attributed to or connected to this event. Subsequent testing of the same patient sample on another instrument produced a higher result still below the normal reference range but outside of the stated assay precision claim of 10%. The repeat result was reported out of the laboratory.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) replaced precision pump #1 parts and reagent pipettor tubing. Necessary preventive maintenance was also performed. The system was verified against established methods and specifications and was found to meet published performance specifications. Although the fse performed repairs and a pm at the time of service, a definitive root cause has not been determined to date for this event.

Manufacturer narrative:
The patient identifier was incorrectly referenced as (B)(6) in the original MDR. The correct patient identifier is (B)(6).